Event description:
I have been diagnosed with osteoarthritis in the knees right hip, and lower back. I had been under doctor's care for roughly a year. He suggested I try orthovisc gel injections in the knees. I had three consecutive weekly injections. The left knee was not painful prior to injections. After the third injection I had 33ml of fluid removed from my knee and a steroid shot was given. It was extremely painful and I could barely walk. I was using a cane. I got relief for about two months. I am now experiencing pain, swelling, and fluid buildup again. I have another appointment scheduled to have my knee drained. I am concerned that my knee has been permanently damaged. Ref reports: mw5157496, mw5157497.